Event description:
It was reported by the independent repair center that the unit has low o2 and the alarm will not function. The primary cause is the power switch has no power. No patient injury reported, no additional information provided.